Event description:
The nurse reported that the central nurse's station (cns) monitor had gone black which was in the neonatal intensive care unit (nicu), and they need to get it working as soon as possible. No patient harm was reported. Nihon kohden technician had the nurse find the cns tower and the nurse reported there were no lights on it. Nk technician had the nurse find the power cords for the screens and cns tower that is connected to the uninterrupted power supply (ups). The nk technician had the nurse unplug the devices from the ups and plug the devices into a wall outlet, once the nurse did this the cns came back up, issue was resolved.

Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: a ups was used in conjunction with the cns and is also the device that experience failure. Attempts to obtain the following information were made, but not provided: uninterrupted power supply: model: ni, s/n: ni.